Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va07vdz, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0huz5, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient was in a car and their husband was going back and forth from the house when the patient's left implant was bumped. Since the implantable neurostimulator (ins) was bumped the patient's therapy went off and they had to turn therapy back on that night. The patient had stiffness on their right side. The patient had checked the ins with the patient programmer and stimulation was on. The patient's left side was at 2.2v. The right side was on with no programming accessible to the patient. These were normal programming settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-14205.